Event description:
It was reported that the patient experienced withdrawal with the following symptoms: altered mental status and lethargy. Telemetry confirms a critical alarm was occurring; the alarm was due to zero ml reservoir volume reached. The pump was last refilled in 2009 with a low reservoir (2 ml) alarm date of four months later. The hcp indicated that the patient was due for a refill in early the same month. The patient began having symptoms recently. Based on the calculations, the pump would have been empty more than a week ago and significantly underinfusing for at least a week prior to that. The hcp was uncertain if the symptoms were related to withdrawal. Dosing options were being considered after pump refill. The patient was previously at a dose of 300 mcg/day of baclofen 2000 mcg/ml. The hcp planned to monitor the patient for symptoms and volume discrepancies to determine system function.